Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. The patient¿s pd culture yielded growth of klebsiella pneumoniae which is an organism that is found in intestinal tract and stool of humans and is an organism often associated with peritonitis via touch contamination. The patient had concomitant diarrhea which can increase the risk of cross contamination during the pd exchange. Therefore, the patient¿s peritonitis can be reasonably associated with a breach in aseptic technique/ cross contamination as reported by the pd nurse. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient reported the diagnosis while calling technical support for assistance with a ¿patient line is blocked¿ message in drain 1 of pd treatment with the liberty select cycler. There was no reported allegation that the patient¿s peritonitis was related to any deficiencies with a fresenius device or product. During a follow-up for the reported peritonitis event the pd nurse reported the patient had a pd culture obtained on (B)(6) 2020 which yielded growth of the organism klebsiella pneumoniae. The patient was treated on outpatient basis with ceftazidime 2 grams via intra-peritoneal (ip) administration. Per the nurses, the patient did not have any fluid leaks, or any issues with fresenius device or product in relation to the peritonitis event. It was indicated the patient had concomitant diarrhea. Per the nurse, the peritonitis is suspected to be caused by a breach in aseptic technique/cross contamination. Additionally, the nurse stated the patient was having drain issues from the pd catheter (not a fresenius product). As a result, on (B)(6) 2020, the patent was hospitalized because reportedly the pd catheter stopped working. At the time of follow-up, the nurse was not able to provide any additional details because the patient remained hospitalized.